Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
3 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.